Event description:
Device #1. Two devices were used in the procedure on one patient. Using the first device in the kit, the doctor achieved red out, but the bands fell off the grade 3 varix and failed to capture. The patient was transferred to the hospital to complete procedure. There was no patient harm. Refer to MFR report #1223688-2006-00016 for information regarding device #2.

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences. Refer to MFR report #1223688-2006-00016 for information regarding device #2.